Manufacturer narrative:
(B)(4). The device has been received by baxter; however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was evaluated by pal (product analysis lab). The device passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test for volumetric accuracy during drain 1. The device also failed accuracy encountered during pal testing, unrelated to the reported issue and the assignable cause: improper installed piston foam. The piston foam will be scrapped during service. The assignable cause of the rite volumetric accuracy test failure was undetermined. The device was determined not to meet the specification requirements. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was undetermined. A device history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 1. The patient's ultrafiltration reading was 1267ml, indicating the home patient (hp) drained 1267ml more than their programmed fill volume of 2000ml. This information meets iipv criteria.